Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. To fix the issue, the fse replaced the solenoid driver board. The iabp was able to start up and ran normally. The repair was completed and the iabp was cleared for clinical use.

Event description:
It was reported that when the customer powered up the cs100 intra-aortic balloon pump (iabp), the screen flashed for one second and the iabp would not start up. The unit did not alarm and there was no display. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that when the customer powered up the cs100 intra-aortic balloon pump (iabp), the screen flashed for one second and the iabp would not start up. The unit did not alarm and there was no display. There was no patient involvement and no adverse event was reported.